Manufacturer narrative:
The investigation for the reported thrombus issue has been completed. The impella pump was returned for investigation and the returned product showed a large clot in the outflow. It was noted that the cause of the thrombus was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with high-risk percutaneous intervention was implanted with an impella cp device for mechanical circulatory support. While on support, continuous suction alarms were noted due to which pump had to be removed. A clot was found entrained in the outlet cage upon removal. Pump was replaced with a new impella pump. Patient's condition was stable post procedure.